Event description:
It was reported that the patient presented to the hospital and had some transient ischaemic attacks. At the hospital, it was discovered that the right ventricular lead was in the left ventricle and likely contributing to clots. The entire system was explanted. The patient was stable before, during and post extraction.